Event description:
It was reported that during routine inspection of the epg (external pulse generator), the biomedical engineer found the case had physical damage, and the battery drawer would not open. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Battery drawer is contaminated/broken and upper and lower cases are broken/contaminated. Battery release, heart block, lead flex cover, release spring, heart wire contacts, heart lead flex, and battery flex are contaminated. Serial number label has a cosmetic issue. Ring cover is contaminated and two side bail covers are broken.